Event description:
The albograft amc6006 was implanted as a femoro-popliteal bypass on (B)(6) 2012. The surgeon reported a perigraft seroma in (B)(6) 2013 (exact incidence date unk). A bacteriological analysis did not show any bacterial infection of the perigraft fluid. The grafts was explanted and replaced by a vein bypass.

Manufacturer narrative:
The complaint device was not returned for eval. A lot history review did not reveal any discrepancies related to the complaint event during the mfg processes. The complaint lot and the collagen batch passed all required tests. Therefore, cause of perigraft seroma (pgc) remains inconclusive. It involves a failure of normal graft healing/incorporation and/or transudation of fluid through graft pores. A variety of pathogenic mechanisms, including low-grade infection, a fibrinolytic milieu retarding sealing of graft pores, and fibroblast inhibition leading to poor incorporation have been proposed in scientific literature. Possible predisposing factors highlighted in this literature include improper handling of the graft at the time of reconstruction, high blood pressure, lot blood viscosity, and low-grade pt allergy to the graft material. In most cases graft replacement provided a cure. Please note that pt is doing fine and was discharged from the hosp.